Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only, failure to occlude". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), bladder disorder ("bladder problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, skin disorder, rash, bladder disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, metorhagia, rash, skin disorder, bladder problems discrepancy noted in essure removal date was given (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: right occlusion only, failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case become incident. Event injury nos was replace with new events- dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, metorhagia, rash/skin condition, bladder problems, device ineffective. Date of removal, reporters and patients dob were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.